Event description:
During troubleshooting for an unrelated alarm on the homechoice device, it was reported that the home patient was connected to the patient line of the cassette during the priming phase of peritoneal dialysis therapy. The technical service representative (tsr) had the patient end therapy and cycle the power on the homechoice. Proper procedures were reviewed and the tsr aided the patient in restarting therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not returned and the lot number was unknown, a device analysis could not be completed. This is a report of a patient who experienced a system error 2240 alarm that was caused by the patient connecting themselves to the patient line during the priming phasing of peritoneal dialysis therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. The guide warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.